Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in mid right coronary artery with heavy calcification. The ht balance middleweight universal ii guidewire (gw) was attempted to be advanced to the target lesion; however, failed to advance due to the anatomy. Therefore, the gw was removed from the anatomy and difficulty with the anatomy was also noted. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott gw was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.